Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed downstream occlusion (dso) alarm occurrences. Functional testing was unable to duplicate the reported issue. The most probable cause is the dso sensor intermittently failed. The dso sensor and bezel were replaced to resolve the issue.

Event description:
It was reported that the pump showed error: downstream occlusion. There was unknown patient involvement. No patient harm/adverse event reported.